Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received at the galway return product analysis lab loaded inside the delivery system. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. All leaflets were stiff yet flexible. Leaflets exhibited signs of severe creases. Upon receipt, all leaflets were in a partially closed position with a large gap between all free margins. All commissures were intact. The valve was received in a crimped state with the inflow exhibiting an elliptical appearance. A bent strut was observed on the frame adjacent to the attachment paddle; frame cell c81. The valve was submerged in a warm saline bath. The valve maintained a compressed condition, possibly from being loaded inside the delivery system for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of the DHR and frame record for this device, the device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The subject valve was returned for analysis. All leaflets were stiff and exhibiting severe creases. The valve was received in a crimped state with the inflow exhibiting an elliptical appearance. A bent strut was observed on the frame adjacent to the attachment paddle. The valve was submerged in a warm saline bath in an attempt to reset the valve. Due to the receipt condition of the valve, the valve maintained a compressed state. As a result, a deployment simulation could not be performed. The valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding and under expansion. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. In this case, it was reported that annular calcification was noted to have possibly contributed to the infold and no pre-implant dilation was performed which may have contributed to the expansion issue. This indicates that the probable cause of the infold and frame under-expansion are due to patient anatomy. Ultimately, a new valve was implanted and no further patient effects were reported. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the valve load had been confirmed via visual check, fluoroscopy and tactile. The valve was loaded one time before use. The fold in the valve was first noticed during the second deployment attempt. The valve moved towards the ventricle during deployment. The target implant depth was noted to be 3 millimeter (mm). An attempt was made to use the cuspal overlap techniques and to align the commissures. The annulus size was 74 mm. Annular calcifications were noted to have possibly contributed the infold. The valve was also under expanded. Of note, the patients native aortic valve was stenotic and no pre dilation was performed which may have contributed to the expansion issue.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with focal calcium at the virtual basal ring (vbr) running into the left ventricular outflow tract under the left coronary cusp in the mitro aortic section, aortic valve angulation above 70°, and a calcified aortic valve, following the first deployment attempt, the valve didn't expand "as expected" and was recaptured. The delivery catheter system (dcs) was pushed back through the aortic valve. During the second deployment attempt, the valve showed a folded section and was recaptured again. The third deployment attempt was performed with the same technique but the infolding remained. The valve was recaptured and the system was withdrawn from the patient. A balloon aortic valvuloplasty (bav) was performed with a 20 mm crystal balloon. During the bav, the infolded valve was loaded into a new dcs and was inspected under fluoroscopy. The valve showed some infolding during the fluoroscopic check, so the physician decided to use a non-medtronic valve system to complete the implant procedure. It was reported that the eccentric calcium at the vbr and the steep aortic valve angulation contributed to decrease the valve performance during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.